Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2018. According to the complainant, upon preparation, the sleeve ("plastic on the guide") broke outside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed that the mesh was stretched. The leaders and mesh were cut. There was no damage to both blue with white stripe dilator and blue dilator. Both sleeve lengths are within the specified length demonstrating that they have not been cut or torn. The capio slim suture capturing device was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the root cause is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2018. According to the complainant, upon preparation, the sleeve ("plastic on the guide") broke outside the patient. The procedure was completed with another uphold¿ lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.